Event description:
The user facility reported that during a patient procedure, a yoke end cap on a sq-240 surgical light fell into the sterile field. The procedure was successfully completed without delay; no injuries were reported.

Manufacturer narrative:
Steris's investigation found that the yoke end cap exhibited what appeared to be impact damage and the tether attaching the yoke end cap to the yoke communicator was frayed. The yoke end cap was located at a rotational pivot point; as the light was being articulated the tether disconnected from the yoke communicator and the yoke end cap fell into the sterile field. The sq240 light is under steris maintenance contract; preventative maintenance was last performed on september 14, 2011 at which time no issues were noted. Fraying of the tether yoke end cap can be caused by improper positioning. The pm schedule contained in the sq 240 operator manual calls for the inspection of the yoke end cap and tether to ensure they are properly attached to the yoke communicator: ensure all three yoke plug buttons are securely seated and tethered. (P. 6-1). Inspect plug buttons or other components each inspection. (P. 6-2). The sq240 light system in this event was manufactured in 1998 and is outside of its useful life. The sq240 light system is no longer produced and was the subject of an obsolescence letter stating that effective april 30, 2010 steris will no longer fully support sq240 lights due to the unavailability of critical parts. The steris service technician was able to replace the end cap yoke and cover on this light system and return it to service; no further issues have been reported. The steris account manager provided a quote to the facility to replace the lights should the customer decide to take this system out of service.